Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument or sureform 60 blue reload to perform failure analysis. The surgeon indicated that the stapler instrument and reload were discarded at the facility. A review of the stapler log shows that the sureform 60 stapler instrument, (lot number: k10241205-0750) was installed four times and fired four blue stapler reloads. The clamp/fire/unclamp sequence was completed on all four installs. There was one incomplete clamp on install two, but a subsequent clamp attempt was completed. The logs do not show any stapler instrument related errors related to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a loose staple line was noted on the anal side of the colon after use of a sureform 60 stapler instrument with a sureform 60 blue reload. Both the anal and oral sides were initially transected without complication. Upon preparing for the anastomosis, the staple line on the anal side was observed to be loose, raising concerns about possible bleeding and mucosal exposure. Minor bleeding was observed and successfully managed with gauze and a suction instrument; a blood transfusion was not required. The staple line was then reinforced with vicryl sutures, after which the anastomosis was completed using the same stapler. The procedure was completed and no additional tissue removal was necessary. The patient did not experience any postoperative complications and has since been discharged, with no concerns for any long-term complications. The cause of the loose staple line remains unclear. The surgeon confirmed that the stapler was not fired over an existing staple line and did not encounter any obstructions or hard materials between the instrument jaws. The surgeon reportedly commented upon review of the procedural video that correct stapling technique was performed and an appropriate reload selection for the tissue condition was used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h7, h9, h11. Corrected field: h11: a review of the customer provided video shows that prior to clamping and firing, the tissue appears to be advanced toward the crotch of the stapler instrument jaws. While this positioning helps ensure the full tissue length is within the cut-line boundary, it also appears to cause tissue bunching within the jaws. This bunching may have contributed to the incomplete tissue approximation and subsequent bleeding that required re-suturing. The sureform user manual warns against this: "warning: ensure the tissue lies flat and is positioned properly between the stapler jaws. Any bunching of tissue within the jaws may result in an incomplete staple line and compromised tissue approximation." Additional information: further review to understand why a staple line that initially appeared properly formed later became loose determined that the staple line was not visible endoscopically during the interval between firing and the observation of the staple line disruption. A physical disruption (e.g., traction on tissue or contact with an off-screen instrument) cannot be excluded; however, because the staple line was out of view, the root cause could not be determined.